Manufacturer narrative:
The device has been returned however; the evaluation has not yet begun. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head display a b30 error. The event occurred during an unknown diagnostic procedure. A similar device was used to complete the procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, b30 error was not confirmed. However, it is likely that b30 error occurred due to faulty cable. It was also found that the noisy image was confirmed due to faulty cable. The cause of the faulty cable could not be determined. In addition, it was also noted a kink on the cable. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Regarding the cable, the phenomenon could be prevented by following the contents of the instructions for use manual which states: . Do not coil the camera cable with a diameter of less than 20 cm. · never excessively pull the camera cable, but straighten it gradually when it is coiled. · never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. · do not use excessive force when wiping the external surfaces of the camera cable. · never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. · never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor field performance for this device.